Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated that a pocket erosion had also been suspected at the time of explant. The patient underwent pocket debridement, irrigation and drainage at that time. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the device replacement procedure, the chronic, non-boston scientific is-1 leads were placed in the header of this cardiac resynchronization therapy defibrillator (crt-d), which was off-label use, as this device header is compatible with is-4 leads. It was noted that impedance, sensing and pacing measurements were normal. There were no patient symptoms related to this. It was later reported that the patient had an infection; therefore, the entire system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.